Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the equistream alphacurve tray was confirmed, but the exact cause is unknown. A visual observation of the returned kit revealed that the seal between the film and the (B)(6) sheet was completely intact and no breaches or gaps were observed in the seal. A breach was observed in the film, which affected a 14cm x 4cm area on one side of the package. The tear in the film extended to the seal. A tacky residue was observed on the external surface of the film near the tear. Rough edges were observed along portions of the tear in the film. A microscopic examination of the rough edges of the tear revealed plastic deformation in the film. An impression was observed in the film that extended from the rough edges of the tear. The damage observed on the packaging can occur if an object snags on or is forced against the film. It appears that the tears propagated from a puncture in the film. A review of the drawings shows that five equistream alphacurve kits are packaged in a case at the time of manufacturing. None of the case openings are located near the side of the kit where the tear is located. During manufacturing, the product is 100% inspected for breaches in the sterile barrier. Based on this information, the film may have been damaged outside of bard¿s control; however, the exact cause (e.g. Where, when, and how the damage occurred) is unknown. A review of the manufacturing records (DHR, mrrs, scrap and mfg. Process changes) showed no evidence that the failure mode reported in this complaint is caused by the manufacturing process. The product IFU warns, ¿sterile and non-pyrogenic only if packaging is not opened, damaged or broken.¿ a lot history review (lhr) of reap0416 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that upon opening the package they found the catheter to be damaged and packaging was torn. There was no damage to the outer box. No patient involvement.